Manufacturer narrative:
The retrieved component was returned for evaluation. Visual examination was performed. Markings on the component were consistent with the reported retrieval. Results of our evaluation indicate that the component was not properly engaged to the construct. No further conclusion can be drawn from the results of the examination of the returned component.

Event description:
Reportedly, a patient presented with pain at an unspecified time post-operatively. A surgical procedure was performed at which time a loose portion of the construct was removed.